Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2018 with the following findings: review of the black box data verified voltages were steady with no sudden drop prior to the reported temperature event. Additionally, black box data showed the user resumed basal delivery with the pump after the alleged temperature event occurred. The pump powered on normally and electrical current draws measured within required specifications. Delivery accuracy testing was completed without any delivery defects found. The pump was exercised for 24 hours without an interruption in power or overheating occurring. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) between 250 mg/dl and 500 mg/dl with a strong, fruity breath odor associated with an alleged temperature issue. It was reported that the patient felt heat in their pocket and realized that the pump was hot. The patient then disconnected from the pump and their bg level increased. The patient then returned home and did self-treatment with injections. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there was an alleged temperature issue was the pump. There was no reported physical damage to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia an alleged temperature issue with the pump.